Event description:
It was reported that the pt had an infection. The pt had an abscess around the pump and the site was leaking liquid. The pt did not have any neurological symptoms. The pt was in the emergency room and was on antibiotics at the time the event was reported. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).